Event description:
On (B)(6) 2010 covidien was informed of a customer who had an issue with a heparin prefilled syringe. The attorney alleges that between (B)(6) and (B)(6) of 2008, the patient was administered heparin while at home and experienced, among other symptoms, abdominal pain, headaches, skin redness, and decreased blood pressure. Upon information and belief, on at least one occasion, the heparin administered to the patient was alleged to be contaminated heparin. Shortly thereafter, the patient began to experience adverse reactions consistent with the adverse reactions associated with contaminated heparin.

Manufacturer narrative:
Submit date: (B)(4) 2010. An investigation is currently underway. Upon completion the results will be forwarded.